Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, it was reported that settings not available was seen. The patient confirmed that both the controller and ins were sufficiently charged (controller 90%, ins 100%). Patient services reviewed the meaning of the message and reviewed steps to change groups and decrease/increase stimulation. The patient stated that they wanted to try changing groups and increasing stim on the call and stated settings not available message continued when the patient tried to increase stimulation on both available groups (a and b). The patient stated that they were able to decrease stim from 4.7 to 4.6 on group a. Patient services redirected the patient to their healthcare provider (hcp) to further discuss settings not available/programming. Patient services reviewed the process to coordinate an appointment with a manufacturer representative (rep) and redirected the patient to their hcp. The patient stated that they were never able to open the menu option. Patient services walked the patient through accessing the menu and the patient confirmed they were able to successfully access the menu icon on the call. Patient services provided education on groups, programs and intensity. The patient became escalated on the call and disconnected so patient services was unable to obtain any further information. On 2021-01-06, additional information was received from the patient reporting that the ins worked for two weeks after implant, but then it stopped working because a wire "gave way" (patient services understood this to mean that the wire had dislodged, but they did not clarify this). The patient stated that their response regarding the follow-up questions sent to them requesting circumstances and steps taken to resolve the settings not available issue, was "it don't work" and that they would not be address the issue with their healthcare provider (hcp). They stated that the surgery (implant) was a "waste of time" and that they changed doctors. Patient services was told not to follow-up with their new hcp as they did not want to upset them. Patient serviceswas not able to clarify the report any further.